Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the unit is not heating prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The unit was returned for evaluation. A visual exam was performed and damage was observed to the knob. Functional testing was also performed and the unit did not pass two of the tests. A device history record review was performed and no relevant findings were identified. The complaint could not be confirmed as the unit was received damaged.

Event description:
The complaint is reported as: the unit is not heating prior to patient use. No patient involvement reported.